Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was operating in safety mode during interrogation. This pacemaker was scheduled for device replacement at a future date. Currently, this pacemaker remains in service. No adverse patient effects were reported.